Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012474962 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the shaft and handle were intact with no apparent issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test showed the severe leak. The vacuum test with a negative pressure showed the severe leak. During inspection and pressure testing of the handle segment, a leak path was identified at the cracked stopcock. In conclusion, the reported issue (air bubbles) was reproduced during testing and the sheath failed the returned product inspection due to a cracked stopcock. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath, air bubbles were observed during aspiration of the sheath via tubing. The sheath was introduced into the left atrium via the femoral vein and a significant presence of air bubbles while aspirating the tubing set was noted. Despite aspirating slowly, the air bubbles persisted. After using three syringes to aspirate, the bubbled were eliminated. The case was completed. No patient complications have been reported as a result of this event.